Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (intermittent power on / squealing noise) was investigated. Evaluation indicated that the monitor was intermittently powering on. The root cause of the intermittent ability to power on was not positively identified. The computer / analog (ca) board was replaced as a precaution. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was not powering on at times and making a steady squealing noise.